Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles on the shell, delamination and creases fold. Leak test and microscopic analysis was performed which identified: delamination total on diaphragm valve flange disk. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Device has been explanted.